Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented during gi procedure. During the procedure the physician used argon laser elecrocautery machine that generated emi and was sensed by the ICD. As a result, inappropriate shock was delivered. Using magnet placement in the future to prevent inappropriate shocks was suggested. The patient was stable post-procedure.